Manufacturer narrative:
Continuation of medical devices: 5076-52 lead implanted (B)(6) 2002, 4193-88 lead implanted (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to the cardiac resynchronization therapy defibrillator (crt-d) detecting atrial fibrillation (af) with rapid ventricular response. Right atrial lead undersensing was concurrent with the af. The lead sensitivity was reprogrammed, and the device and lead remain in use. No further patient complications have been reported as a result of this event.